Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer&#38112;blood glucose level was 63 mg/dl and it was addressed by eating a banana. Tandem's technical support educated the customer on the alarm and to have the customer check with their healthcare provider before modifying the settings.